Event description:
It was reported that during a routine follow-up, high pacing thresholds of 3 to 4 v were noted. A chest x-ray revealed that the lead was kinked with a possible impending fracture in the area of the suture sleeve. The explanting surgeon felt that the sutures were tied too tightly. The lead was replaced.

Manufacturer narrative:
Na